Event description:
It was reported that pump declared cartridge change error and customer was unable to successfully load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to inspect cartridge and pump areas, clean pneumatic tap, and attempt reload; when this failed, customer filled and loaded new cartridge with guidance from technical support, successfully completed load process, and resumed insulin delivery.